Event description:
The customer reported that the system locked up.

Manufacturer narrative:
The ge service rep checked the low voltage power supply for carm, 5.1vdc. He checked the interconnect cable and found multiple wires broken. The customer is going to order a cable and replace it.